Event description:
It has been reported that the foley catheter was inserted in the pt without incident. About 30 minutes later, the pt experienced significant uretheral pain and no urinary output. Intracavitary cesium 137 radiation implant was removed after three hours because of pain. Foley catheter was deflated and removed; it fell out of the urethra in two pieces.

Event description:
It has been reported that the foley catheter was inserted in the pt without incident. About 30 mins later, the pt experienced significant urethral pain and no urinary output. Intracavitary vaginal cesium 137 radiation implant was removed after three hrs because of pain. Foley catheter was deflated and removed; if fell out of the urethra in two pieces.